Event description:
It was reported that "during an emt-sinus scope for septoplasty with nasal endoscopy. Mid surgery, surgeon elected to use electrosurgery requesting ground pad be put on the patient. After applying the ground pad, the staff noticed a burning smell and located it at the pad site. Pad location unknown." Patient needs follow up medical treatment due to injury.

Manufacturer narrative:
We are attempting to gather additional information and/or photos from the hospital for the investigation. We will file a supplemental report when investigation is completed.